Event description:
It was discovered during the decontamination process that staff were unable to clean trial humeral head trial instrumentation to the level required (even after scrubbing and putting through the sonic ultrasound, blood was still coming out). Staff found a tool (not available within the set) to remove screws and hardware plate and discovered retained blood/bioburden. Three additional trials were taken apart all had visible bioburden under the metal plate; a couple of the trials were not used in the cas, and they would have been delivered with the retained material from another case. The instructions for use document is not specific to clearing these trials on how to take them apart when visible blood remains after reprocessing. Zimmer biomet representative had never seen trials taken apart.